Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of events was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported), amikacin injection (500mg as start dose, route, frequency and duration were not reported), imipenem injection (1g in one bag per day, route and duration were not reported) and amikacin injection (100mg in one bag per day, route, frequency and duration were not reported) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.